Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the helix of the right ventricular lead' was bent. The procedure was completed using a different right ventricular lead. The patient was in stable condition.